Event description:
In 2009, the pt reported that in the mornings, he has had elevated blood glucose readings up to the 180's mg/dl with his normal range being around 120 mg/dl. No physical symptoms were reported. He stated, his current blood glucose is within his normal range. Troubleshooting did not find any product issues. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.